Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump which over-infused during use on a patient. The pump was programmed to deliver a 250ml bag of sodium phosphate at 63.5 ml/hr. However, when the nurse entered the room approximately 10 minutes after the infusion started, 75 ml had already infused. The infusion was stopped and the pump was removed. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump which overinfused during patient use was not confirmed or duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is a remediated colleague pump with a user interface module software version of 5.09.90. A service history review was performed revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.